Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that the all the stations were on critical override. A technical support specialist dialed into the station via remote support specialist (rss) and identified communication errors from the database synchronization debug logs, verified es version 1.6.1 and connected to the server, where health sight viewer (hsv) showed devices with delayed or stopped downloads, ran a critical override query in sql server management studio (ssms), confirming multiple stations in synchronization delay or down status, while downtime query showed no carefusion coordination engine (cce) disconnection, restarted key services, after 10-15 minutes, errors cleared in health sight viewer (hsv), re-ran the critical override query and confirmed all stations returned to normal status. Customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all the stations were on critical override. However, there were no delay or adverse events or injuries reported based on this event.